Manufacturer narrative:
Results evaluations : investigation: the returned unit was functionally tested and the report of leakage from the cuff was confirmed. The source of the leakage was located in the cuff, approx 23mm away from the tube end. The leakage was examined under magnification and revealed a scratch leading to a tear approx 0.6mm in length. A review of our complaints history confirmed this to be the first complaint for the possible lot number identified. Though there have been complaints for cuff deflation in use, on this product code during the past five years, these are historical and do not indicate a systematic failure during MFR, especially when history shows annual sales. A further review of mfg records confirmed the presence of an inflation check carried out on 100% of this product line prior to packaging. Root cause: it has not been stated whether the product was tested prior to use in accordance with the product instruction leaflet; however, as these products are tested for leakage immediately prior to packaging, and as the product remained inflated for an unk number of hours, we have determined the most likely cause for this incident is that the cuff became punctured following inflation. Though these products are designed to be as robust as functionally possible, puncture of the tube cuff on the pt's anatomy can be experienced. This report has been logged for trending.